Event description:
The company was informed that the patient's device was explanted for medical/surgical reasons. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.